Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's mother stated that the battery was draining too fast. Customer's mother was replacing the battery every 2-3 days since the last month. Customer's mother found a button error alarm in the alarm history while troubleshooting for the low battery alert. Customer also had a weak battery alarm. Insulin pump will need to be replaced. Customer's mother was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. The insulin pump had an intermittent button response due to flattened all the buttons dome switch. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.